Event description:
The patient is a female with invasive ductal carcinoma. During insertion of the flexible loop electrosurgical electrode in 2007, at 9:30am, the physician unknowingly entered the patient's chest cavity with the tip of the device. Use of the device to cut soft tissue continued as planned. Prior to closure, the physician noted the injury. The physician called the cardiovascular surgeon for consult. The cardiovascular surgeon recommended placing a lateral stitch in the 1-cm incision. The cardiovascular surgeon then proceeded to insert a drainage tube and placed the stitch. The patient was released from the hospital the next month. There was no evidence of a device malfunction. The device was disposed of at the customer site.